Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil device was used during a transurethral ureterolithotripsy of the urinary duct performed on (B)(6) 2013. According to the complainant, upon preparation, a foreign material was found inside the sealed sterile package. The procedure was completed with another stone cone nitinol urological retrieval coil device. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A microscopic analysis of the returned stone cone nitinol urological retrieval coil was performed. The device was received contained within the original packaging. Following a detailed device analysis, there were three small specs which appear to be blue sponge foam pieces. Those three particles reported with dimension came from what appeared to be a blue foam which is used to hold the wire into the packaging in a normal process and within the normal packaging configuration . Taking into consideration the findings from the product analysis together with all available information, this complaint will receive a most probable root cause classification of user preference issue. A review of the device history record (DHR) was performed and no issues were identified which might have caused or contributed to this complaint.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil device was used during a transurethral ureterolithotripsy of the urinary duct performed on (B)(6) 2013 according to the complainant, upon preparation, a foreign material was found inside the sealed sterile package. The procedure was completed with another stone cone nitinol urological retrieval coil device. The patient's condition at the conclusion of the procedure was reported to be good.